Event description:
It was reported that (1) linear cutter was used during a laparoscopic gastric bypass. As the surgeon squeezed the handle to fire (to top off the gastrojejunostomy), the tissue was pushed out of the device. Upon inspection of staple line, the staples were malformed, the tissue was cut, but the tissue was not stapled shut. A new stapler was used to complete the case. There was no consequence to the patient.